Manufacturer narrative:
Treatments in a dialysis center are performed by trained and qualified personnel who provide continuous monitoring and check for leaks during treatment in order to respond to alarms and potentially harmful conditions promptly. The device has not been received for investigation. A review of the database revealed no other events have been received for the reported lot number. (B)(4). Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2017 regarding a (B)(6)-old male patient treating in a dialysis center on (B)(6) 2017 who was hypotensive and unresponsive to verbal stimuli after experiencing approximately 200 ml blood loss during treatment. Blood was found to be coming from a crack in the connector at the distal end of the tubing segment of the arteriovenous fistula (avf) needle. The patient¿s symptoms improved after administration of nasal oxygen and a 500 ml intravenous saline bolus. Treatment was continued with an alternate avf needle. On completion of the treatment, the physician sent the patient to the emergency room where the patient was admitted on (B)(6) 2017 and received two units of packed red blood cells (rbc's). The patient was discharged on (B)(6) 2017. The patient continued his next treatment at the dialysis center when he was released from the hospital.